Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the fragment did not fall inside the patient and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace tip was broken. The procedure was completed with no reported injury.